Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller had been off for months but patient was able to get controller and stimulator battery charged up. Patient said they had turned stimulator on and everything was fine (felt stimulation) but said that just the other day (possibly monday (B)(6) 2021) they stopped feeling stimulation all of a sudden and didn't know why. Patient denied falls/trauma/emi. During call stimulation was on, patient was on group c, patient didn't feel stimulation when she increased from the 1 v's to the 7 v's. Patient didn't feel stimulation on group b when stimulation was increased and felt stimulation slightly on group b. Patient said she had always had the issue of having pain on the right side of her body but not having stimulation on the right side since implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. For possible reprogramming/to have device checked. Patient said she already has an appointment regarding device in (B)(6) 2021 but she would call hcp to see if rep could meet her at that appointment or make another appointment.